Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile viewing station (mvs) monitor required replacement and a new power supply was routed. The imaging system then passed the system checkout and was found to be fully functional. The replaced monitor display has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) monitor did not turn on, however it was noted that the power light was found to be on. There was no patient present at the time this issue was observed.

Manufacturer narrative:
The mobile view station (mvs) monitor was returned to the manufacturer for evaluation. After functional testing and visual/physi cal examination the reported issue could not be confirmed. The mvs monitor passed the bench test. It powered on and displayed pictures, files, folders and videos as expected when video signal was applied to it by a digital visual interface (dvi) cable. The visual inspection confirmed cosmetic damage. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) monitor was not turning on, however the power light was on. There was no patient present.